Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced access site bleeding. The resolution for this issue is unknown. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.